Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton and inner pouch. The pipeline flex shield was returned outside the phenom 27 catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. . No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~3.2cm from distal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total length of the catheter was measured to be ~134.5cm. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have ¿device opens prematurely¿ as the pipeline flex shield braid was found to be fully opened and damaged. However, the root cause could not be determined. Possible causes include resistance during delivery, high force delivery, operator did not have sheath properly seated in hub of microcatheter, over-manipulation, pushwire was torqued/pulled back during insertion or advancing ped inside microcatheter, and user resheaths device more than 2 times. However, the pipeline flex shield and phenom 27 cathtere were confirmed to have resistance during retrieval as the pipeline flex shield and phenom 27 catheter were found to be damaged. From the damages seen on the hypotube (stretching); braid (frying); and catheter (kinking); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The vessel tortuosity was normal and the catheter was continually flushed with heparanized saline as indicated in the IFU. Which eliminates these factors out as potential causes. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was while advancing the stent through the phenom microcatheter, the decision was made to resheath it in order to advance the microcatheter more distally. During resheathing, the stent opened within the hub of the microcatheter, and the delivery wire detached from the stent, remaining inside the microcatheter. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured saccular aneurysm located in the internal carotid artery, the pipeline flex shield 3.75mm x 14mm device remained in the microcatheter hub, opening there and breaking away from the device microwire. The pushwire and capture coil became stuck during retraction, apparently inside the microcatheter hub, and the capture coil was damaged during removal. The pushwire and catheter were not damaged. Angiographic results post procedure were reported as good. No patient complications have been reported as a result of this event. Angiographic results post procedure were said to be good. The devices were prepared according to the instructions for use (IFU). The landing zone was 3.2mm distal and 3.5mm proximal. The patient's vessel tortuosity was normal. The pushwire was not rotated during removal.